Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during the implant procedure, the physician noted that the lead was extremely "tight" while advancing through the safe sheath. The customer has made other complaints of this exact problem in the past. The lead barely went into the sheath, once it would not advance any more the doctor tried to remove the lead and it would not pull back through the safe sheath. The doctor pulled the sheath out with the lead still inside. Once removed, the proximal end of the coil would not come back through the distal lumen of the safe sheath. When the doctor would pull back on the lead the insulation would bunch up just above the proximal end of the defibrillation coil. Another lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and the overlay tubing of the lead became extrinsically distorted due to kinking/buckling. Visual summary analysis of the lead indicated damage at implant.